Event description:
It was reported that the device was in backup vvi with no therapy after the patient had an MRI scan. A device code download was performed successfully. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.